Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding and ischemic stroke could not be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) , until they were transplanted on (B)(6) 2019. No product is available for investigation. The relevant sections of the device history records for the (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2017 under order. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding and stroke as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had heartmate (hm) ii left ventricular assist device (lvad) implanted in (B)(6) 2018 which was complicated by post-operative bleeding requiring chest washout and subsequent closure of midline sternotomy. He also had multiple strokes including right posterior cerebral artery (r pca) cerebral vascular accident (cva) with left lower extremity (lle) paresis during this hospitalization. The patient had a left cerebellar intracranial hemorrhage status post right decompressive hemicraniectomy on (B)(6) 2018. The patient required a tracheotomy but was decannulated and discharged.